Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks found during removal of the cassette. The cycler underwent and passed a patient sensor check and a mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that m31 air detected in cassette warnings had occurred six times during the patient¿s treatment. The patient was in drain 1 of 4 when they contacted ts. The patient did not complete their treatment. Fluid was found behind the cassette, above the ¿two black circles behind the door¿. The patient was unable to see where the fluid was leaking from on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement device. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that m31 air detected in cassette warnings had occurred six times during the patient¿s treatment. The patient was in drain 1 of 4 when they contacted ts. The patient did not complete their treatment. Fluid was found behind the cassette, above the ¿two black circles behind the door¿. The patient was unable to see where the fluid was leaking from on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement device. The old cycler was picked up and returned to the manufacturer for physical evaluation.